Manufacturer narrative:
Agent reported revision surgery due to dislocation. Complaint has been evaluated and is similar to report number 1644408-2024-01551; 508-36-107, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to dislocation.